Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed and frayed wires of the power supply cord. There was sparking reported. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One i3 unit model cm1100 with main unit and one i3 accessory set was returned excluding the power supply and power cord. The results of the investigation are inconclusive since the power supply and power cord were not returned for analysis. Due to the lack of missing power accessories, the pes was able to power on using both golden power supply and power cord. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Customer reported pes revealed exposed and sparking wires coming from the power supply ¿ inconclusive. Due to the lack of returned power accessories, there was no sufficient evidence of any exposed and/or sparked wires.